Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. 510(k) # is k073231.

Manufacturer narrative:
Follow-up # 1 (08/23/2011)-device evaluation: the meter involved with this complaint has been returned and evaluated by product analysis on (B)(6), 2011 with the following findings: the meter has passed testing with no faults found. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2011, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultralink meter read inaccurately high compared to another device. The medical surveillance specialist (mss) was unable to reach the lay user/patient for follow-up questions. The following complaint was classified based on information obtained from lifescan customer service. The alleged issue began on (B)(6) 2011 at 3am. The reporter stated the patient obtained blood glucose results of "301 mg/dl" with the subject meter and "203 mg/dl" on another meter, performed within 30 minutes of each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of <= 30% and/or <= 30 mg/dl. The customer care advocate (cca) was advised the patient manages her diabetes with lantus insulin (29 units in the evening) and novalog insulin (sliding scale). The reporter stated the patient was administered her usual dose of medications during her hospital stay for another medical condition. A couple days after the alleged issue, the reporter claimed the patient felt symptoms of irritated, tired, "did not feel good" and frequent urination. The reporter denied the patient received medical treatment. At the time of troubleshooting, the cca noted the meter was set to the correct unit of measurement and an approved sample site was used for testing. The patient did not have control solution to test the subject meter. Replacement products were sent to the patient. There is no indication that the reported issue caused or contributed to a serious injury. The patient's symptoms correlated with the reported lfs meter result. However, this complaint is being reported because the subject meter did not meet lfs' accuracy criteria.